Event description:
It was reported that there was loss of ventricular capture at maximum output. Attempts to reposition and replace the lead were unsuccessful. The ventricular port of the pulse generator was plugged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.